Event description:
Related manufacturer reference number:2017865-2023-37704 it was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's implantable cardioverter defibrillator exhibited post-paced t-wave oversensing. It was also found that patient's atrial lead exhibited noise. No intervention was done. There were no patient consequences.